Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that there was a piece of plastic floating inside of the syringe. Description of issue: customer reported that when she filled her syringe with insulin there was a piece of plastic (2 inches or so) floating around in it. She filled a new syringe and successfully filled cartridge and resumed insulin number of occurrences: 1 item number 3 ml syringe ¿ 309657, product lot number: 8297827. Customer stated her bg was in normal range.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe 3ml ll 200 s/c has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that there was a piece of plastic floating inside of the syringe. Description of issue: customer reported that when she filled her syringe with insulin there was a piece of plastic (2 inches or so) floating around in it. She filled a new syringe and successfully filled cartridge and resumed insulin number of occurrences: 1. Item number: 3 ml syringe ¿ 309657. Product lot number: 8297827. Customer stated her bg was in normal range